Event description:
A customer reported that the freestyle libre 2 reader battery was draining quickly. The customer was therefore unable to obtain glucose results and subsequently experienced a seizure and loss of consciousness. The customer reported a healthcare professional provided unspecified IV treatment for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. It was verified that the correct cable and adapter were a part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 reader battery was draining quickly. The customer was therefore unable to obtain glucose results and subsequently experienced a seizure and loss of consciousness. The customer reported a healthcare professional provided unspecified IV treatment for diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader was sufficiently charged.. The reader was de-cased for further inspection and no contamination, corrosion, or damage was observed on the printed circuit board. Power consumption test performed and was within specifications. No malfunction or product deficiency has been identified. Therefore, issue is not confirmed due to fast draining battery not observed. All pertinent information available to abbott diabetes care has been submitted.